Manufacturer narrative:
Manufacturing process review performed by instrument supplier: batch released on date: 23/09/2015 n. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Other complaint received on this batch. There aren't non conformity elements in the document review. As shown in the picture above, the drill bit broke. We suppose that the device was subjected to an improper use. The rupture could have been caused by a drill flexion during the use which led to the drill breakage. Preliminary investigation performed on 22nd july 2019: it is possible that the drill bit broke for an high flexion force, but from the received information, it is not possible to determine the root cause of the event.

Event description:
The drill bit for the mpact cup broke off while drilling into the acetabulum. The surgeon extracted it with no difficulties and confirmed all had been removed. A drill bit from another instrument set has been used to complete the surgery.